Event description:
The technician alleged that the side rail will not stay in the up position. No patient impact.

Manufacturer narrative:
The technician found the side rail push slide plate was bent. The technician bent the side rail push slide plate back into position to resolve the issue.